Event description:
It was reported that, "pa went to clamp the 4 in 1 cutting block and one of the clamps broke off. To work around this, we used a towel clamp out of the hospitals major ortho set. There was no adverse outcome to the pt."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Should device become available, the eval summary will be submitted in a supplemental report.